Manufacturer narrative:
H10 h3, h6: the navio handpiece, intended for use in treatment, had a malfunction on (B)(6)2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. This would explain why the handpiece failed characterization because the broken nut would prevent the snap lock from moving properly during the test. The root cause of this issue was found to be mechanical component failure.

Event description:
It was reported that the handpiece did not pass the test. No patient involved. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.